Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device gives blockage alarm continuously. Did change the canister, did change the whole foam dressing. Senectovia technics checked the go and confirm the alarm message. On top they find out, that the setting - intermittend therapy could not be activated. No harm or injury reported.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. The visual evaluation reported defects to the outer case. The functional evaluation found the device would not generate negative pressure. This issue would have contributed to the device displaying a false alarm and that intermittent therapy not being able to be activated. We have established a relationship between the event reported and the device with the root cause identified as a failed vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.